Event description:
As reported by an edwards lifesciences field clinical specialist (fcs), regarding a 26mm sapien 3 ultra valve in the aortic position. The patient had a calcified femoral and a bend in the right external iliac. Shock wave was performed. The first 14fr esheath plus was unable to advance in the patient and damaged was caused to the tip of sheath. A 2nd 14fr esheath plus opened and was unable to advance in the patient and damaged was caused to the tip of sheath. Switched to left transfemoral (tf) and shock waved was performed. The 3rd 14fr esheath plus advanced in the patient without issue. The valve was successfully implanted, and the patient was alive at the end of the procedure. There were no reports of patient injury at this time. Per the fcs, the damage to the tip of the sheath is distal tip split.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-05715. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review. The provided device related photo was reviewed, and the following was observed: distal liner appears to be prematurely lifted. Based on the provided image, distal tip condition (e.g. Tip split) was unable to be visualized per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force, and any device manipulation used to overcome the difficulty. The reported events were confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Regarding the insertion difficulty, available information suggests patient factors (calcification, tortuosity) likely contributed to the event as it was reported that the patient had calcified femoral and bend in the right external iliac. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force and/or damage the distal tip. Tortuous patient anatomy can create sub optimal angles that can induce stress to the sheath shaft causing it to bend or kink and require a higher push force to navigate. Regarding the distal tip split and premature expansion, during sheath introduction through a challenging pathway, it is possible that the operator may apply excessive device manipulation to overcome the experienced difficulty, which may lead to sheath tip damage. Furthermore, device manipulation can lead to sheath premature expansion if compounded with vessel calcification or tortuosity. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.